Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Event description:
It was reported that during an open gastrectomy, staples of the 1st stroke, on the 2nd and 3rd lines from the knife slot of patient's side were malformed when it was used on the duodenum. The staples were lumbricoid. The force of firing was higher than expected at the 1st stroke of the 1st firing. The device could be fired at the 2nd and 3rd stroke without difficulties. The tissue of the resected side was stapled properly. Also the target tissue was cut as intended. The cartridge was blue. Reinforcement material was not used. Additional suture was performed to complete the procedure. There were no adverse consequences for the patient.